Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a tf tavr case the 16f esheath was successfully advanced and the valve was deployed. Upon taking out the 16f esheath it was noted that the end of the sheath was damaged. A circumferential tear in the hdpe was noted. There was no injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusions. The device was returned for evaluation. During visual inspection, the distal tip was observed torn but not separated. All score lines were present, but the tip did not open along the axial score. Gouges were present on the inner lumen of distal tip. Hdpe stretching was observed at the distal tip. Deep scratches noted near the distal end of the shaft. Due to the condition of the returned device, no applicable functional testing was able to be performed. Additionally, due to the nature of the complaint, no relevant dimensional testing was able to be performed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaint relating to the events. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy, showing that the access vessel had calcification and tortuosity present. A review of the IFU and training manuals was performed. The operator is instructed to correctly orient the delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slighty pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. The risks outlined in the pra remain the same; the pra documents the potential for procedural delay, percutaneous/surgical intervention, tissue damage (minor), and embolism, none of which occurred in this case , as no patient harm was reported. A corrective action preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion. The CAPA is closed. Corrective action was to implement a fixture designed to hold the sheath shaft during the tip scoring process, which has already been implemented. The sheath from this complaint event was manufactured prior to the corrective action. The distal tip tear was confirmed per evaluation of the returned device . However, a manufacturing nonconformance was not identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. Per the complaint description, 'upon taking out the 16f esheath it was noted that the end of the sheath was damaged'. Per evaluation of the returned device, the sheath distal tip was observed to not open along the axial score line and instead was torn with valve gouges on the inner lumen. The observed tear is characteristic of sheath tip tear events. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip.